Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their implant was recently replaced because they needed to get the MRI potential system(unrelated), pt said the rep confirmed to the patient they would be in the room when the surgery was done and pt wanted to ask the rep some questions. Reviewed pats can send an email to the rep to see if they could call the patient back. During the call pt reported the doctor told the patient, during the surgical replacement, their previous lead started to unravel the doctor could not get the pieces of the lead all the way out. Pt said the doctor told them, he said stopped surgery and did an xray then told pt there was no way to get it out it would mangle their insides because of where it is located. Pt said the doctor told them they could still get an MRI but not below their waist, the doctor told them they will be fine if pt starts to feel any heat they should stop the MRI and the MRI facility can call that doctor. Offered and sent email to the rep in the area. Reviewed MRI potential information. Offered to help pt place their ins into MRI surescan mode to check their potential but when pt tried to use the control equipment the handset battery was dead, they plugged it into ac power, it started to become charged but was not charged enough at the end of the call to try and use MRI mode. Offered and sent MRI email to patient, encouraged them to continue charging. The patient's relevant medical history included pt said they called the surgery center to ask about the xray, pt said they were told by the surgery center, there was no xray. Reviewed MRI facilities may do xrays on occasion to help determine MRI safety information. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 ,lot# va1jee2, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.